Manufacturer narrative:
On (B)(6) 2018, mentor received additional information regarding this event. The actual date of implant was (B)(6) 2006, and the actual date of explant was (B)(6) 2018. Also on (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline breast prosthesis, cat. #3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a doctor during a visual exam. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 325cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
Mentor discovered that the lot number of the device returned is 6488196. However, the lot number reported for the suspect medical device for this complaint is (B)(4). Multiple attempts have been made to obtain further information about the lot number, however, it has not been made available. Since the reported product (catalog # 3501650; lot # 5588370) was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the reported product is received in the future or lot number clarification is obtained, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/21/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).